Event description:
It was reported that the patient underwent a revision procedure due to recurring incontinence when coughing or using heavy objects artificial urinary sphincter (aus). The aus cuff was explanted and a new aus cuff was implanted. The patient was stable following the procedure and no pads were used following the revision procedure.

Manufacturer narrative:
Urinary incontinence was reported. The cuff component was visually inspected, microscopically examined, and tested for leaks. A cuff fluid leak was identified in the cuff pillow consistent with wear at a fold (see attached image). Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. Product analysis confirmed a malfunction of fluid loss. The cuff leak identified would cause the cuff to malfunction, leading to the urinary incontinence issues.

Event description:
It was reported that the patient underwent a revision procedure due to recurring incontinence when coughing or using heavy objects artificial urinary sphincter (aus). The aus cuff was explanted and a new aus cuff was implanted. The patient was stable following the procedure and no pads were used following the revision procedure.